Manufacturer narrative:
Replaced both processor boards rev. 03 vu and rev. 03 ip with revision 04 boards. Reinstalled all options and configurations. Tested and calibrated. Device works as intended. Hamilton medical ag case number is: (B)(4). Root cause: defective pressure sensor assembly. Leak in pressure sensor assembly. Correction: replacement of the pressure sensor assembly.

Event description:
The following was reported to hamilton medical ag: broken pressure sensor assembly (pressure < 100mbar during test) / broken gasket in inspiratory valve. No patient involvement.